Event description:
In 1999 and 2000, bloodborne pathogen exposure resulted from the use of gloves. Rptr states that aster gloves are manufactured in malaysia for wti, inc of olympia, wa and distributed by multiple medical supply companies, and many gloves from this and possibly other lot numbers are known to be defective. These gloves have tiny pinholes which are not noticeable upon quick inspection but easily allow the passage of blood/bodily fluids. These gloves make inadequate barriers and should not have passed quality control. Gloves from lot #80148102 were distributed in the fall of 1999 and have not been recalled by all suppliers. According to rptr, other lots fabricated at that time may have been affected.